Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that the patient connector pins were damaged. The analyzer was replaced and was to be sent on for repair and restock. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the software analyzer originally returned as an associated device subsequently tested out of specification during manufacturer&#38112;analysis. There was no patient involvement.